Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" and "the material that holds the saline its instilled in both of the breast". Later healthcare professional confirmed "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification b3: physician reported date of onset as 2025 for right breast. Clarification d6(a): physician reported original implant date of 2005/2006.

Event description:
Patient reported right side deflation (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage. As per the investigation procedures, observed broken of the plug strap, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "deflation" and "the material that holds the saline its instilled in both of the breast". Later healthcare professional confirmed "deflation". This record is for the right side. Device was explanted and replaced.